Event description:
It was reported that the leads migrated and the patient had a revision five or six months prior to the date of this report. The revision was successful as the leads were moved ¿back in place.¿ there had not been any falls or trauma since the lead revision. Information omitted, (B)(4) additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).